Event description:
It was reported that the proximal end of the stent didn't open during an arm graft procedure - off-label use. A catheter was used to "twirl" the end open to angioplast. The 2nd longer stent placed did the same thing (this was placed inside the 1st stent to the distal end to cover more of the stenosis). The patient came back as the graft had clotted. X-rays were taken and it appears the proximal end of the 2nd stent had become closed. The doctor used a catheter to angioplast the collasped end open without further complications being reported.